Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event was caused by unexpected stress on the head due to the user's handling, resulting in the failure of the charge-coupled device (ccd) unit, which resulted in the absence of images. The instructions for use have the following statement which can prevent the event: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head."

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. A definitive cause of the customer's experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the tip of the connector is cracked. The user's report of blurry image is confirmed and is due to a faulty charging cord. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported an hd autoclavable camera head was found to have a blurry image. There was no patient impact related to this occurrence.